Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was beeping. Upon interrogation it was found that a lead integrity alert (lia) had been triggered on the right ventricular (rv) lead for high rate non-sustained episodes, non-sustained ventricular tachycardia, increased sensing integrity counter (sic), and t-wave oversensing (twos) which caused three inappropriate shocks. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.